Manufacturer narrative:
The account stated, they resolved the problem with the head section not lowering but didn't know what was done for the repair.

Event description:
The account's maintenance alleged that the head section is up and cannot be lowered.